Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer has been undertaking a trial with the hoffman lrf devices and reported that the k-wires were loosening when removed from the patient. The surgeon reported that on removal of some of thehlrf frames the loose wires have been associated with pain for the patient. It is unclear whether this specific frame has caused pain. No adverse outcomes are expected in the longer term.

Manufacturer narrative:
Correction concomitant medical products and device evaluated by MFR. The reported event that unknown selzach product (k-wire used with hoffman lrf) was alleged of 'component loosened' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device (catalog and lot numbers...) Must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device was not returned.

Event description:
The customer has been undertaking a trial with the hoffman lrf devices and reported that the k-wires were loosening when removed from the patient. The surgeon reported that on removal of some of thehlrf frames the loose wires have been associated with pain for the patient. It is unclear whether this specific frame has caused pain. No adverse outcomes are expected in the longer term.